Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the jaws of the medium-large clip applier instrument would not close and clips would not fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. Incident occurred during the case, clip was loaded and when they tried to use it, the jaw would not open, and clip would not fire. Issue occurred prior to clip application while the surgeon attempted to clamp on a vessel or tissue. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). Issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Customer confirmed no clip opening after closure of the clip. Medium-large hem o lok clips were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) (10 mm for medium-large clip applier, 13mm for large clip applier). The subject clip applier incident occurred during the first use; customer switched out clip appliers to resolve the issue. Instrument was sent back to isi for analysis. No photos or videos available.